Event description:
It was reported by a non-medical professional that the patient underwent a procedure for lateral/posterolateral fusion where rhbmp-2 was mixed with bone void filler and tricalcium phosphate and implanted with a peek cage. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011 the patient underwent a direct lateral interbody fusion at l4-5. Placement od interbody cage at l4-5. Posterolateral fusion at l4-5. Posterior instrumentation at l4-5. Posterior instrumentation at l4 to l5 with screw instrumentation. Use of bone morphogenic protein. Use of local bone graft and bone graft. Preoperative diagnosis: degenerative disease, l4-5. Spinal stenosis, l4-5. Post-laminectomy syndrome, l4-5. Per-op notes: ¿the graft was of size 45x10, with lordosis. It was filled with a combination of bone graft, tricalcium phosphate and bmp-soaked collagen sponges. This assembly was then inserted in the l4-5 distribution under fluoroscopic guidance without difficulty.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.